Event description:
Endoscopic multiple clip applier was used during laparoscopic cholecystectomy surgery. It fired two clips then failed to fire anymore clips, defective equipment. Surgeon notified this nurse. Equipment removed from sterile field.